Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open. The patient was undergoing a procedure for flow diverter treatment of a posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 4mm and the neck diameter was 3mm. The distal landing zone was 4.2mm; the proximal landing zone was 4.8mm. Patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline embolization device and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, despite a sufficient length of the stent being delivered, the tip failed to open. The stent was resheathed and redeployed at least twice but still failed to open. Finally the stent was retrieved and replaced to complete the procedure successfully. There was no harm or injury to the patient and post-operative angiography showed aneurysm contrast retention with the implanted replacement stent.